Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.8x19 mm graftmaster covered stent failed to cross the lesion due to the anatomy, so the device was removed. A new graftmaster covered stent was used to complete the procedure. There were no adverse patient sequela. The procedure was 35 minutes but there was no harm to the patient due to a delay. No additional information was provided.